Event description:
It was reported that the patient experienced a shocking and jolting sensation when her device was on and off. This started 1.5 months after replacement and occurred at the neurostimulator and right leg location. The patient has fallen 4 times due to a "huge jolt going down to toes on right side of leg". The falls have caused swelling around the neurostimulator. The patient was at home. The healthcare provider confirmed that they are no longer treating this patient.